Manufacturer narrative:
(B)(4). The suspect device was not returned to vyaire for evaluation; however, vyaire technician arrived onsite and checked the unit. Technician performed pre-check and the unit passed all tests. No moisture or water was noticed inside the parts. Functional testing results were all within specifications. The customer advised the technician that the site may have a known humidifier issue as this is the second vent with a lot of water. However, the technician was not able to verify the humidifier issue customer had indicated. The technician added that the same issue happened on a different brand (puritan bennett) ventilator. A root cause could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
A customer contacted vyaire medical to report that the avea ventilator patient circuit had an excessive amount of moisture rain-out in it and that there were circuit occlusion alarms. There was patient involvement; however, the customer reported there was no patient injury/harm or medical intervention needed.